Manufacturer narrative:
The manufacturer previously reported in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges of asthma (new or worsening). The manufacturer was made aware of this complaint through a representative of the customer. Medical intervention was not specified. A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device, the third-party service center visually inspected the device and found no evidence of foam degradation or particles. The device was scrapped. Correction: after the complaint was investigated, the complaint and allegation have been determined as product problem only. There is no allegation of patient harm, serious injury, or medical intervention.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges of asthma (new or worsening). The manufacturer was made aware of this complaint through a representative of the customer. Medical intervention was not specified. A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device, the third-party service center visually inspected the device and found no evidence of foam degradation or particles. The device was scrapped.

Manufacturer narrative:
H3 other text : analysis by third party.